Event description:
Reportable based on analysis approved on 02 dec 2013. It was reported that a no cross event occurred. The 90% stenosed target lesion was located in the severely tortuous right coronary artery. After predilatation, a 2.50x32mm promus element plus stent delivery system was advanced to treat the lesion but unable to cross despite several attempts. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has been received for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts from the two most proximal stent rows were flared and pushed distally. In addition, struts from the second and third most distal rows and the middle of the stent were slightly expanded and lifted. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).